Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 550:320:844:0000. The root cause was determined to be a faulty main speaker harness. The rear housing assembly was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A baxter service technician reported a colleague infusion pump which failed to audibly alarm for failure code 550:320:844:0000 during device evaluation. There was no patient involvement. No patient injury or medical intervention was reported. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information was available.